Manufacturer narrative:
The reason for this revision surgery was device loosening due to patient's bone quality, after 5 years and five months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device has not been made available to djo surgical for examination to date. There are no clear details mentioned about the components being returned or not. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 7 prior complaints against this part number and has one complaint with similar failure mode pertaining to "device loosening". This is the first complaint from this lot. This investigation is limited in scope because there is limited information regarding explanted products being returned to djo surgical or not and therefore a definitive root cause cannot be determined. One possible root cause as mentioned is the patient's bone quality which affects the compatibility of the implants. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the femoral and tibial components loosened due to patient's bone quality. The surgeon removed the 3d knee components.